Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002; 81: 72-77, that following a sling procedure, a hematoma was found outside the retropubic area. The treatment was not stated.